Manufacturer narrative:
Other, other text: h -10 investigation completed on a smiths medical ambulatory syringe infusion pumps/medfusion 4000 pumps battery communication timeout was verified and validated during testing using biomed testing. The event was confirmed in the ehl. The complaint was isolated to interconnect board, radio board and battery. Battery readings are all '0" and no ip address or mac address found in interconnect board. Action taken to replace the replaced interconnect board, radio board and battery. Performed power up process, which all passed. Unknown cause, however device six years old. The physical condition of device top case cracked and chipped by the front left and right bottom corners. No visible contamination. Additional information updated h 6

Event description:
Investigation completed and summary in h 10. Additional information added no patient involvement in h 6

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication issue. There was no reported adverse event.